Event description:
A report was received that the patient had a revision procedure wherein one of the extensions were replaced as the physician felt that the polyurethane coating had slightly disintegrated in one area of the extension. Moreover, the physician was also concerned that the inner filaments of the extension might be exposed and that problems might arise in the future. The patient was doing well postoperatively.

Event description:
A report was received that the patient had a revision procedure wherein one of the extensions were replaced as the physician felt that the polyurethane coating had slightly disintegrated in one area of the extension. Moreover, the physician was also concerned that the inner filaments of the extension might be exposed and that problems might arise in the future. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4): the complaint was confirmed. Two cables were exposed at the bent section of the lead from the retention sleeve. The insulation of the two exposed cables was still intact. The root cause of the lead body anomaly was unknown. Additionally, the lead body was cleanly cut from the proximal end. The clean damage was a result of a typical explant procedure and it was not considered a failure.